Event description:
Cutomer reported patientnet central station was in use monitoring a patient with a datascope passport2 monitor at the bedside. The patient reportedly experienced a desat episode and expired. There was reportedly, no alarm at the central station. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.